Event description:
It was reported a pacer dependent patient presented via merlin.net transmission with pmts (pacemaker mediated tachycardia). Programming change were recommended to resolve the issue. No patient symptoms were reported.